Event description:
Event description guidant received information that this implantable transvenous defibrillation lead exhibited elevated threshold measurements, decreased r waves and pacing impedance measurements. It is also reported that there is intermittent farfield sensing of the p-waves and oversensing which caused inappropriate shock therapy to be delivered. No noise is able to be produced with pocket manipulation or patient isometrics. Shock lead impedances are normal. The patient is not pacemaker dependent.